Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother reported that the transmitter is paired and reading with the receiver. Dexcom representative relinquished transmitter; patients mother was advised to keep the smart device close to patient while pairing and close applications, uninstall and reinstall the g5 application, and re-pair the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).